Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+0.5/090 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2024. The lens was reported as excessive vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed on 07-jun-2024. The lens was replaced with a shorter length lens and the problem was resolved. Claim # (B)(4).